Event description:
It was reported that during synchronized cardioversion of a patient, the device would not detect the patient via therapy leads. The patient was successfully cardioverted with a back-up device approximately five (5) minutes later. There was no compromise to patient care or an adverse event reported due to this failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be due to damage of low voltage pin 1.